Event description:
The customer's mother reported that she has noticed insulin leaking from the tubing and reservoir connection. The mother felt that for this reason, her daughter has been experiencing high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.